Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: returned product consisted of a nc quantum apex balloon catheter. There was blood in the inflation lumen, guidewire lumen and balloon. The balloon was loosely folded. Microscopic examination of the balloon didn¿t present any damage. Functional testing was performed by attaching an inflation device filled with water to the device. When positive pressure was applied, a stream of water emitted from the balloon wall. The balloon was microscopically examined and a pinhole in the balloon wall with a scratch at the proximal balloon cone transition was revealed. Microscopic examination presented no irregularities in the balloon material or markerbands that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified proximal right coronary artery (rca). An 8mm x 5.00mm nc quantum apex¿ balloon catheter was advanced for post-dilation. However, when the balloon was inflated at nominal pressure, the balloon ruptured. No segment of the balloon was detached inside the patient after it ruptured. The procedure was completed. No patient complications nor injuries were reported.